Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found device was in backup vvi mode when received. Review of device images indicated that the device triggered backup vvi mode due to an unknown power on reset (por). The product code was reloaded to restore the device from backup vvi mode, and further testing was performed. The device was tested at the bench and no anomalies were found and the backup condition could not be reproduced. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.

Event description:
This report is to advise of an event observed during analysis.